Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a broken belt clip and holster. The blood glucose reading was reported to be 700 mg/dl. Offered to send a replacement holster as a courtesy. Nothing further reported.